Manufacturer narrative:
The customer's calibration and qc information were requested but not provided. The customer provided samples from patient 1 and patient 2 for an investigation. For patient 1, an interfering factor against a component of the reagent was identified. The investigation discovered an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. This interference is addressed in the package insert. For patient 2, an interfering factor against a component of the reagent was identified. The investigation discovered the interfering factor was streptavidin. This interference is addressed in the package insert. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for two patients tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician who asked for the re-measurement of the samples. The samples were provided for an investigation and were tested on an e 801 module, e 602 module, and an e411 immunoassay analyzer. The samples were also tested on an outsourced siemens centaur analyzer. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.